Event description:
It was reported that during a sleeve gastrectomy procedure, before loading in device, the middle part of reload (orange part, not safety cap) fell out. This reload was never used on patient. The case was completed with a new reload of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis found that one ecr60g cartridge reload was returned for analysis; it was noted to be unfired. The cartridge reload was received with the one piece sled detached making it non functional. Although no conclusion could be reach on why the one piece sled is detached, it should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that the one piece sled is present prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.